Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was check clutch/ plunger lever error in the event history log (ehl). Multiple flow and occlusion tests were performed. The error was not reproduced during testing. The problem source of the reported product problem was unknown. A root cause was not established. The clutch halves were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a check clutch/plunger alarm, there was no patient involvement.